Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08351. It was reported the patient suffered a fall. Reportedly, the left lead has migrated into the pocket. As a result, surgical intervention was undertaken on (B)(6) 2015 at which time one lead was explanted and replaced. Note: both leads are being reported as it's uncertain which lead has the issue.